Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was at the chiropractor. Oversensing, noise and pacing inhibition for 2 seconds were noted, which was caused by by electromagnetic interference (emi). No changes were recommended. At this time, this crt-d remains in service and no adverse patient effects were reported.